Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter mitral valve replacement (tmvr) procedure (inside of a pre-existing surgical valve) the 29 mm sapien 3 valve would not cross the surgical valve despite several attempts. The system was removed without incident. A new 16 fr. Sheath was inserted, and the septum was re-dilated with a 16 mm balloon. At this time a pericardial effusion was identified on transesophageal echocardiogram (tee) and the procedure was aborted. A pericardiocentesis was performed and the patient was in stable condition. However, follow-up indicated that the patient's condition became very unstable, and the patient was transferred to a different hospital. The patient underwent a successful valve-in-valve procedure. Discussions on why the patient developed the pericardial effusion were discussed and although uncertain there was a possibility that the thv valve was pushing on the surgical valve which caused the effusion. The device is not available for return.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 29mm commander delivery system was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was unable to be confirmed. Investigation results did not reveal adequate evidence to identify a definite causal factor for this complaint event. However, any of the patient factors and/or procedural factors detailed above could have contributed to the complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.